Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to gastro paresis, edema, back pain, and cellulitis and not because of high or low blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized (B)(6) 2019. The customer's blood glucose level was 96 mg/dl. The customer reported that she had disconnected the insulin pump, turned off the sensor and the battery died. The insulin pump will not be returned for analysis.